Manufacturer narrative:
Event date updated. Section 'device' information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: extension. Report type updated to reflect serious injury, not death. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated that examination identified exposure of the device with poor yellowing sequestration, without pain or fever. Surgery was performed due to exposure of the extensions and the cervical and thorax region level stack. The wound presented evident purulent secretion. The ins and extensions were explanted and not replaced. Laboratory testing identified staphylococcus lugdunensis. The issue was unresolved. Additional information received from an hcp of a clinical study indicated the sepsis that led to hospitalization on (B)(6) and subsequent death was not related to the device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, serial/lot #: (B)(4), ubd: 06-nov-2019, UDI#: (B)(4); product ID: 33 87-40, serial/lot #: (B)(4), ubd: 24-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient died due to septicemia. The patient had a system modification done in (B)(6) 2019 due to infection of the lead and ins pocket area. No environmental/external/patient factors were known to have led or contributed to this issue. Diagno stics/troubleshooting was not performed. No actions/interventions were taken. The issue has been resolved.